Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead kept slipping in and out of the sheath and would not deploy. Fluoroscopy showed the lead would not attach; therefore, the physician did not feel the lead would hold. A different lead was implanted using a different introducer kit. The pt's outcome was described as "great."